Event description:
It was reported, the patient did not use the scs system for more than 4 years due to unrelated health issues (date of event unknown). The scs system was explanted as per the patient's guardian's request.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.